Event description:
It was reported that on (B)(6) 2006 the patient presented with lumbar instability l4-5, lumbar spondylolisthesis l4-5, and lumbar spinal stenosis with lower extremity radiculopathy and weakness. The patient underwent l4-5 tlif, plif using icbg, legacy posterior instrumentation, rhbmp-2/acs and an avspl spacer. There were no noted complications. On (B)(6) 2013 patient presented for follow up. Per the physician¿s notes, ¿he appears to have significant disc degeneration at l5-s1 with almost complete collapse of the disc space and severe facet arthropathy with overgrown bone. There also appears to be similar findings at l3-4; however, the disc space does not appear to be collapsed.¿ on (B)(6) 2013 patient presented for follow up. Emg of the lower extremities showed ¿some chronic radicular changes at the l5-s1 nerve root on the left.¿ per the physician¿s notes, ¿he has postsurgical changes with a significant amount of ectopic bone growth in the lower lumbar spine.¿ on (B)(6) 2013 patient presented with ddd at l5-s1 with spondylolisthesis. Patient underwent alif l5-s1 using stalif cage and screw system, morselized autograft and autogenous bone marrow harvested from the left iliac crest. There were no noted complications. On (B)(6) 2013 patient presented for x-ray of the lumbar spine. Findings indicate "lower abdominal aortic aneurysm. Calcified plaque is present within the soft tissues of the abdominal aorta. Anterolisthesis of the l4-l5 with 20% anterior slippage, mild grade 1 retrolisthesis of l1 on l2, there is also indication of multilevel lumbar marginal osteophytes being present, multi level mild to moderate disc space narrowing, and multilevel facet arthropathy." On (B)(6) 2013 patient presented with low back pain with bilateral radiculopathy. MRI of the lumbar spine indicated ¿extensive postoperative ve changes¿ posterior osteophytes and severe facet arthropathy at the l5-s1 level results in severe narrowing of the left neuroforamen with compression of the exiting left l5 nerve roots. Moderate to severe narrowing of the right neuroforamen. At the l4-5 level there are posterior osteophytes and hypertrophic facet changes resulting in moderate narrowing of the left neuroforamen and moderate to severe narrowing of the right neuroforamen. There is heterogeneous edema and enhancement in the prevertebral and posterior paravertebral soft tissues at the l5 and s1 levels which may represent postoperative inflammatory changes/granulation tissue. A peripherally enhancing fluid collection is present in the posterior subcutaneous soft tissues of the lumbar spine at the l2-3 level. This may represent a postoperative seroma. An abscess cannot be excluded.¿ on (B)(6) 2013 patient presented for ultrasound due to right lower extremity swelling 3 weeks post-op. Per medical record ¿patient underwent an examination from the common femoral vein down to the anterior tibial, posterior tibial and peroneal veins show no identifiable intraluminal filling defect. Blood flow is normal as well as compression and augmentation.¿ on (B)(6) 2013 patient presented with complaints of ¿pain in the hip and back with left leg pain there is a knot on the right.¿ on (B)(6) 2013 patient presented for followup with complaints of right leg pain and weakness. On (B)(6) 2013 patient presented with lumbar radiculopathy, lumbar spondylosis, lumbar stenosis, and chronic pain. Patient underwent l4-5- s1 laminectomy with decompression and foraminotomies, removal of ectopic bone growth, and removal of hardware. Per medical records ¿a facet screw was removed on the right at l5-s1 after exposure of lamina at l5-s1, screw appeared in place and appeared to not be the cause of issue, and removal of bony overgrowth at l5-s1 level and l4-l5 due to previous surgery and l5-s1 laminectomy with decompression and foraminotomies at l4, l5 and partial foraminotomies at s1.¿ there were no noted complications.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.